Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had air in the line. This occurred during infusion of intravenous paracetamol. The reporter stated that the ¿device entrained air at the junction of the chamber with the line entraining air into the patient¿; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed at the junction of the tube and the chamber, and a disconnection did not occur. A leak test was unable to be performed as the sample was contaminated with a bio hazardous liquid. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.